Manufacturer narrative:
The sample was destroyed at the hospital. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The tubing separated at the wings while trying to remove the needle. As the nurse was securing the device, leakage was noted. Further examination revealed the tubing had separated from the winged inserter. Another device placed and used successfully for infusion. Pt was discharged with no adverse affect as a result of the incident.